Manufacturer narrative:
H3, h6:the navio drill part number 101209, s/n (B)(6), intended for use in treatment was returned for evaluation. A relationship between the reported event and the device could not be established. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed, and it was revealed that the device performed as intended. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. Although the reported problem was not confirmed factors that may have contributed to the reported symptom may have been associated with a lack of irrigation on the drill, which may have caused it to overheat. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities.

Event description:
It was reported that, navio during preventative maintenance, an e6 error was displayed while testing the anspach emax 2 plus hand piece - rohs. The exterior condition of the drill shows minor wear. No case involved; therefore, there was no patient involvement.